Manufacturer narrative:
The reported 7x25mm biosure ha screw, used in treatment, will not be returned for evaluation. Due to the nature of this complaint a review of the sterility records for the lot in question was performed which confirmed that the product was sterilized per the standard terminal sterilization process. All parameters of the sterilization cycle conformed to the validated parameters. A review of the manufacturing records was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. The risk management documentation was reviewed and found to contain this failure mode within the risk file. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. No relevant clinical medical information was provided to conduct a thorough medical assessment.

Event description:
It was reported that after 1 month of the biosure ha implantation performed on (B)(6) 2019, the patient developed gonarthritis. There was pain of the shin in the screw implantation area. The patient was treated with a joint puncture (allocation of white fluid from the site of implantation of the interference screw) and antibiotics were prescribed. Diprospan (active substance: betamethasone) was also appointed. The condition of patient has improved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.